Manufacturer narrative:
Method: no product was returned for evaluation and investigation. The lot number was not provided; therefore the device history records could not be reviewed. Results: the information contained is from information received from the director of surgery. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusion: I-flow's legal department has made contact with the director of surgery, no further information will be obtained. As of 11/9/2006 I-flow updated the on-q pump directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1307011). On 8/8/2007, I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". (1303722, rev. E), in any event, the on-q pump was not placed into intra­ articular space during the patient's first, 2006 surgery, and the pump was not used at all in the patient's second, 2011 surgery.

Event description:
Drug/diluent: unknown. Fill volume: unknown. Flow rate: unknown. Procedure: shoulder surgery, rotator cuff repair. Cathplace: outside the joint. The director of surgery contacted our sales rep. To inform I-flow that an orthopedic surgeon had contacted him to report a patient who had shoulder surgery in 2006 in which an on-q pump was used. The doctor stated the catheter of the first surgery was not intra-articular. The patient underwent a second surgery in 2011 and the patient reported to have issues after the second surgery. On-q pump was not used in the second surgery. The patient went to seek a second opinion and the surgeon communicated to the patient that there were law suits regarding the on-q pump.